Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. No further troubleshooting was conducted, as the customer declined follow-up for the issue, and no additional information or actions were provided.